Event description:
It was reported that a loss of audible alarms occurred at the cic. It is unk at this time whether the cic was supporting bedside or telemetry pts. No pt injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.